Event description:
Additionally, healthcare professional reported "hole in valve: would not seal properly". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis identified a fluid-free device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.